Event description:
Event description guidant received information that the patient with this pacemaker is complaining of being short winded and wants to know if it is related to the device. The caller is expressing dissatisfaction with the device. It is on an advisory.